Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that there was noise on the atrial lead. The noise could not be reproduced. The lead remained implanted and was being monitored. The patient was stable.

Event description:
New information noted that additional episodes of noise were noted on the patient's right atrial lead on (B)(6) 2019. No intervention was performed as the patient will continue to be monitored. The patient's condition was stable.